Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-aug-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that coffee was found in drawer 2.1, 2.2 and 3.1. A field service engineer (fse) found that mother of all boards (moab) was damaged and replaced it to resolve the issue. Then the drawer was configured and customer confirmed that the drawer was functioning properly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es multiple pockets were failed and not detected on the bus, specifically drawer 2.1 pocket a5 and drawer 3.1 pockets a6 and b6. The customer attempted to reboot the station; however, the issue persisted. The pockets could not be released normally, and one pocket had to be forcibly opened to retrieve contents. All issues occurred on the same machine. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.